Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic after receiving a remote transmission for non-sustained right ventricular over-sensing. Upon review, the right ventricular lead exhibited decrease in r-wave amplitudes. An echocardiogram noted there was no effusion; however, the patient experienced chest pain. Also, a chest xray noted cardiac perforation and lead dislodgement. During the lead revision procedure on (B)(6) 2019, the right ventricular lead helix would not extend. The lead was not used and a new lead was implanted. The patient was recovering post procedure.

Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.